Event description:
In 2009, a doctor reported to sybron implant solutions gmbh that a pitt easy implant standard abutment fractured at the screw.

Manufacturer narrative:
The doctor reported that the patient is doing fine. The patient's abutment has not yet been replaced since the patient and doctor are deciding how to proceed with the patient's treatment. The product was returned to sybron implant solutions gmbh for evaluation. Visual examination of the returned product indicated that the fractured surface of the screw was very dense indicating that it had fractured some time ago. The abutment was used in a bridge construction with insufficient prosthetics. The deposits at the connection level of the screw indicate that the abutment was not correctly fixed with the implant which lead to loosening and then the fracture. This is the final report.